Event description:
It was reported to covidien in early 2009 that a customer had an issue with a urinary catheter. The customer reports six hours after his second catheter was placed, the pt heard a crepitation as the catheter balloon broke, accompanied with hematuria.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the result will be forwarded.